Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mild tortuous and mild calcified vessel venous fistula of right upper limb. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 20 kilopascal (kpa) for 1 minute. The procedure was completed another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the gladiator elite was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon partial circumferential tear was identified located approximately 11mm proximal of the distal markerband. As per specification 90519237 the rated burst pressure for this device is 24 atmospheres. A visual examination of the markerbands identified no issues. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination identified no damage to the tip of the device.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mild tortuous and mild calcified vessel venous fistula of right upper limb. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 20 kilopascal (kpa) for 1 minute. The procedure was completed another of the same device. No complications were reported, and the patient was stable.